Manufacturer narrative:
H.6. Investigation summary: DHR, quality notification and maintenance analysis were reviewed and no occurrences potentially related to the defect was observed. The photo sent by the customer was verified and it was possible to observe syringe tip breakage. The potential cause for the problem is a barrel jam at assembly machine, causing the damage at syringe tip. The incident identified from this complaint will be monitored for trend evaluation. H3 other text : see section h.10.

Event description:
It has been reported that one bd plastipak¿ 3ml syringe luer slip has been found with a deformed luer before use. The following has been provided by the initial reporter: luer slip syringe 3ml defective in alignment of its tip.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd plastipak¿ 3ml syringe luer slip has been found with a deformed luer before use. The following has been provided by the initial reporter: luer slip syringe 3ml defective in alignment of its tip.